Manufacturer narrative:
Siemens is conducting a thorough investigation of the reported events. As this event is under investigation, a root cause has not yet been determined. A supplement report will be filed upon completion of the investigation.

Event description:
It was reported to siemens that a malfunction occurred while operating the artis zee floor system. During an interventional procedure, the user reported that no x-ray was possible. The procedure was continued and completed on an alternate system. We are unaware of any impact to the state of health of the patient involved. Siemens has requested additional information in order to conduct an investigation of the reported event.

Manufacturer narrative:
Siemens has completed an investigation of the reported event. The root cause was determined to be a hardware error. The investigation was performed considering complaint description, cs reports, system history, system log files and affected part(s). Upon investigation, the involved customer service engineer (cse) identified an issue with one printed wiring boards (pwb) (d510). The cse returned the part to the manufacturer for detailed investigation. The returned part was examined in detail and showed that the issue was a defective transformer (t4). As a result, no x-ray was available. The pwb was exchanged by the local service organization and the system works as specified. The occurrence rate of the identified cause has been checked and no error accumulation has been identified. As occurrence rate is below the defined threshold, no corrective action is necessary. After detailed investigation, the incident is not classified as a reportable event as neither serious injury, death nor an unexpected prolonged hospitalization of the patient or any other person occurred or could be expected.